Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced occlusion. The right atrial (ra) lead was inactivated and the right ventricular (rv) lead was inactivated and replaced. No further patient complications have been reported as a result of this event.